Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not power on. The power cable was found to be out of specification electrically, the power cable was replaced. It was also determined at analysis that the backup battery was discharged and would not charge. The battery was replaced. The programmer powered on to the message an error message. The flash drive was replaced. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not power on. The user switched out the power cable for a different power cable which resolved the issue. The programmer remains in use. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.